Event description:
It was reported to philips that the device has a power error and the rfu has a red "x." There was no reported patient involvement.

Event description:
It was reported to philips that the device has a power error and the rfu has a red "x." There was no reported patient involvement/ adverse patient impact.